Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that printer was not working. A field service engineer confirmed that no issues were found, verified label printer setting in support mode and customer printed three labels. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, printer was not working, when the printer was restarted it printed a long sheet of paper out and then resulted in an error. The customer stated that there was a delay in dispensing medication due to this malfunction. There were no adverse events or injuries reported based on this event.